Event description:
The account alleges that the stretcher's brakes and steering would not function.

Manufacturer narrative:
The technician replaced the hex rod and adjusted the brake and brake/steer casters, which resolved the issue. The stretcher functions normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.